Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's pulley mechanism broke. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument presented broken wires at the instrument's tip; however, the tip itself was not damaged. Instrument was not able to grasp and had no control while closing the jaws. There were no fragments detached. A back up instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/ contamination on the cables that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. During visual inspection, the instrument was found to have thermal damage charring and localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test.